Manufacturer narrative:
Product implicated is a 5 french dual lumen per-q-cath. Returned for eval is catheter only. Catheter is in two pieces. Proximal section, which includes hub, measures 6.8cm and distal section, which is catheter tubing, measures 59.7cm. Lot history review indicates no related component or mfg issues. There was one product complaint of similar nature (also from this customer), which was recorded as user related. Catheter separated at hub-tubing joint. Under 50x magnification, texture at break point appears granular and dull. Through tactile inspection, tubing is severely elongated and appears to be necked down length wise distal to break site. Ends appear to mate together. These signs indicate a typical tensile break. Complaint is confirmed, as catheter did break. This complaint should be recorded as user-related since catheter was pulled apart. Clinicain also noted that while pt was transferred back to bed, catheter caught on bed rail and snapped at hub. First precaution in instructions for use states "it is important to follow suggested method of securing catheter as described in instructions. If catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
During a dressing change, the catheter broke below the bifurcation. The catheter was removed from patient without incident and not replaced.